Manufacturer narrative:
A sample has been received and root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a dull knife was experienced during surgery. An alternate knife was obtained in order to successfully complete the procedure. Ther e was no patient impact. Additional information has been requested.